Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 311 mg/dl. A bolus was delivered to address bg level. Reportedly, the cartridges were filled with cold insulin and the pump carbohydrate ratio needed to be adjusted. The customer required assistance adjusting the carbohydrate ratio. Tandem technical support educated the customer on cartridge and insulin labeling. Recommendation was made to discuss diabetes management with a health care professional.